Manufacturer narrative:
The device was returned to olympus for inspection. The customer's complaint was not confirmed. The root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the insufflator was not working, involving an olympus hight flow insufflation unit. There was no patient harm reported.